Event description:
Complainant alleged that while attempting to ventilate a patient (age & gender unknown), the device delivered random breaths. Complainant indicated that the clinician obtained another endotracheal tube to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including stress and troubleshoot testing with a known good test setup without duplicating the report. An internal inspection resulted in no findings. The device will be recertified and returned to the customer. Review of the device log show patient disconnects alarms indicating a potential issue with the patient circuit connection. This alarm can be caused by a kinked tube/hose or a leak in the patient circuit. The logs also show several low o2 supply fault 2020 alarms. This alarm can be caused by a loose fitting mask, leaking/disconnected tubing/patient circuit connection, or low o2 tank. No trend is associated with reports of this type.